Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burnt distal end. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to h9 and h7 in the previous MDR first report submitted under 9610595-2025-37344-00. Please refer to the updated sections h7 and section h9 . H11 update: upon review of complaint record, it was noted section h9 was entered fy24-omsc-08 and is being corrected to 3002964398-09/13/2023-001-c. The correct (h9- corrective action) for this event is 3002964398-09/13/2023-001-c.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burnt distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.